Event description:
It was reported that the cuff-pressure is not constant. The tube was removed and a new tube inserted. The cuff was pre-tested before patient use.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. No conclusions can be drawn at this time. If the tube is returned and failure investigation results provide significant information, a follow-up report will be submitted.